Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months. Information regarding disposition of the device has been requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to hospital on (B)(6) 2017 due to a presternal abscess formation. Additionally, the patient was on antibiotic treatment for a chronic pseudomonas aeruginosa driveline infection. Antibiotic therapy was adapted to ceftazidime, fosfomycin and daptomycin. Cultures of the presternal abscess also showed pseudomonas aeruginosa. The abscess was surgically drained and a vacuum assisted closure therapy system was implanted. Intraoperatively, the sternum was dehiscent. Systemic inflammatory parameters responded to therapy and improved. The patient was already actively listed for transplantation. Because of the complexity of the clinical situation, the patient was put on the high-urgent cardiac transplant waiting list. The patient successfully received a heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation. Information regarding the disposition of the device has been requested, but has not been received. A specific cause for the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.